Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. The pt has not experienced an increase in seizure activity and denies any recent injury or trauma that may have damaged the ncp system. X-rays reviewed by radiologist did not reveal any obvious discontinuities in the ncp system. Lead break is suspected.